Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring at 3000 ohms and high out of range shock impedance measurements, measuring at 138 ohms on the right ventricular (rv) channel. The rv thresholds values were ranging around 2.7v. The patient was no dependent on this crtd system, and no trauma or event were reported. There was no noise noted. Provocative maneuvers were performed and no noise was noted. The plan that the health care professional (hcp) will perform x-ray imaging and further evaluation will be done. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range pacing impedance measurements, measuring at 3000 ohms and high out of range shock impedance measurements, measuring at 138 ohms on the right ventricular (rv) channel. The rv thresholds values were ranging around 2.7v. The patient was not dependent on this crtd system, and no trauma or event were reported. There was no noise noted. Provocative maneuvers were performed and no noise was noted. The plan was that the health care professional (hcp) will perform x-ray imaging and further evaluation will be done. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.